Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The nurse stated that the patient discontinued treatment during an unknown phase of their treatment due to a large drain. The nurse stated that the patient reported that they drained 5536 ml during an unknown drain cycler of the treatment. The nurse reported that the patient's prescribed fill volume was 2700 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the patient¿s cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient actually drained 5241 ml and the fill volume was 2700 ml. The drain volume is 194% of the prescribed fill volume 2700 ml. The pdrn stated that it is unknown if the patient drained out 5241ml, but the cycler indicated that the patient did drain out 5241ml. The pdrn stated that the event occurred during drain 4 of 4 of their treatment on 2/10/2021. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The as received simulated treatment of a total volume of 12800ml was performed and completed without any failures or problems. During the treatment, the amount of fluid in the pseudo-patient bag after each fill was weighed and recorded, and the weighed fill values in each cycle with the treatment's programmed fill setting were compared. The cycler weighed fill volume values were within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The check functionality of the patient sensors passed. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The nurse stated that the patient discontinued treatment during an unknown phase of their treatment due to a large drain. The nurse stated that the patient reported that they drained 5536 ml during an unknown drain cycler of the treatment. The nurse reported that the patient's prescribed fill volume was 2700 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the patient¿s cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient actually drained 5241 ml and the fill volume was 2700 ml. The drain volume is 194% of the prescribed fill volume 2700 ml. The pdrn stated that it is unknown if the patient drained out 5241ml, but the cycler indicated that the patient did drain out 5241ml. The pdrn stated that the event occurred during drain 4 of 4 of their treatment on 2/10/2021. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.